Manufacturer narrative:
Concomitant products continued: 694758 lead, implanted (B)(6) 2009; 5592-45 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to erosion of the skin. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.